Event description:
Information was received indicating that cadd legacy 1 pump displayed error code 1261. There was no patient involved.

Event description:
It's unclear if this particular pump involved a patient; however, it was confirmed that the pump's malfunction did not cause patient injury.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 complaint error code 1261 was verified during duplicate testing and isolated to circuit board. Unable to review event log. The cause of event is unknown and action was taken to replace the circuit board. Overall condition of the pump revealed a scratch on screen. Device then passed all functional testing.